Event description:
It was reported that this right ventricular (rv) lead was explanted due to the fact the associated implantable cardioverter defibrillator (ICD) started to come out of the pocked, so this lead was explanted. A new device was implanted. No additional patient effects were reported.